Event description:
It was initially reported that the patient died due to unknown reasons, but it is believed by the neurologist's office that the death was unrelated to vns, although the cause was unknown. The patient was said to have had surgery that was unrelated to vns therapy the day prior to his death. The patient was last seen in 2009, and was scheduled to be seen four months later. Two months prior to scheduled date, between 6 and 6:30, reporting that the patient had pulled his IV out and that the staff were not able to reestablish peripheral IV access. The nurse reported that the tube feedings were well tolerated overnight and that there was about 150mls of drainage from the gastrostomy, which was considered appropriate. The nurse reported that he was evidently having some pain and a single dose of morphine 8mg subcutaneous was ordered. About an hour later, it was reported that the patient had suffered a cardiac arrest and expired. Apparently, it started with a seizure according to the witnesses and became a cardiac arrest, and resuscitation efforts were unsuccessful including involvement from a physician in the emergency room. No autopsy was performed on the patient. The device was returned to the manufacturer for analysis, but has yet to be performed. Good faith attempts to obtain additional information have been unsuccessful to date.